Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported that they were uncomfortable and still hurting and sore from the procedure. Patient stated that she has blood in the tubes on her back and that her back was very sore, burns, and itches. The patient mentioned that it was bad enough to the point that it woke her up. The patient also mentioned that she had a bowel accident that was just as bad as the ones she used to have before the procedure when she had a prior surgery. The patient stated later that she was still feeling very sore on her back and can not lay on her back due to the burning and pain. She also mentioned that the blood in her tubing from yesterday was infact not in the tubing but instead on the tubing. She stated that she was very uncomfortable. The patient stated that she feels she was not able to empty her bladder  fully. Patient feels like she was getting constipated. She has blood at the incision site. She was in pain from the incision. She was very sore. When she was adjusting the stimulation she felt a little hurt / pain. Patient stated she was constipated so she took dulcolax and had 7 bowel movements. The issue was not resolved at the time of the report. There was no surgical intervention that occurred.